Event description:
Initially a customer contacted baxter technical services (bts) regarding assistance with a check supply line alarm during the prime on the homechoice machine (hc). During the conversation the home patient (hp) stated he is in the hospital. The hp stated he ended therapy and now they want him to fill with 900mls of solution with antibiotics because he got an infection. On (B)(4) 2011, baxter product surveillance (bps) followed up with the patient's peritoneal dialysis nurse (pdn) regarding the infection. The pdn reported that the patient presented with symptoms of abdominal pain, cloudy fluid, and was hospitalized on (B)(6) 2011. The hp was diagnosed with peritonitis on (B)(6) 2011. The pdn reported the patient's peritonitis was caused by a break in aseptic technique caused by the transfer set disconnecting and the patient reattaching it. On (B)(6) 2011 additional information was received by bps from the pdn. The transfer set (product code and lot unknown) disconnected from the metal adapter (unknown brand) which is connected to the patient's tenckhoff catheter. The incident happened while the patient was in the bathroom and he doesn't know how it happened. The transfer set was replaced at the hospital. The sample was discarded. There was no specific allegation against the transfer set or the adapter as the patient did not know how it came loose and subsequently disconnected. It was not reported whether the patient was retrained in proper aseptic technique. There was no exit site or tunnel infection associated with the event . The hp received remedial treatment with vancomycin and ceftazidime intraperitoneally (ip). The patient has recovered from the peritonitis and was discharged from the hospital on (B)(6) 2011. The hp began pd therapy (unspecified) on (B)(6) 2011. The patient's medical history includes end stage renal disease and hypertension. Concomitant medications were not reported. The pdn stated that the cause of the peritonitis was not associated to any of the baxter pd solutions or devices.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The complaint text indicates peritonitis which may be related to the patient reattaching a detached transfer set themself without following asceptic technique. Since the product sample is not available for evaluation no problem or specific causal agent can be determined for this case. A batch review was not possible because lot numbers were unknown. A review of all batch record documents was performed for potentially associated lot h11d12038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. .since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. Since there is not enough detail to determine the nature of any component malfunction no potential causes can be listed.